Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) is suspected to have a fracture. The patient has received shocks, and the impedance is greater than 2000 ohms.